Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The usm was analyzed, and the complaint was not confirmed by failure analysis. No errors were found in the log to indicate that the faults had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where a relevant testing was passed within specification. Failure analysis concluded that the insertion rail and ball screws were the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed an insertion friction test and test drove the system with no issues. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the caller reported an endoscope movement issue on the universal surgical manipulator (usm) arm 3 during use. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed to check on drape positioning, cannula testing with a gage pin, endoscope replacement with a backup, arms moved into different positions, and console replacement, as the issue occurred on both surgeon side consoles (sscs). The procedure was delayed for less than a 15-minute and completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the same configuration, with the only change being the endoscope moved from the usm 3 to usm 2. The image was not inverted, but the endoscope exhibited uncontrolled motion. There was no reversed control on system arms, and the issue was not related to sluggishness or resistance in the usm. The 30-degree endoscope was installed in the down orientation, and the surgeon confirmed the desired orientation upon installation. The image orientation was indicated via the user interface, and the endoscope, along with its adapter and base, remained engaged and in sync without any observed damage such as missing screws or components. The issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the universal surgical manipulator involved in this complaint was not replaced and will not be returned. There is no information from the site that the endoscope involved in this complaint will be returned.

Event description:
Refer to h11 for follow-up information.